Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose of 23mg/dl and the paramedics were called to his house. The caller mentioned that he was given food and soda to bring his glucose level up. Five hours later, he took a bolus and had some alcohol. The last glucose level was 88mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. No further information was provided.